Event description:
It was reported that this pacemaker exhibited t-wave oversensing after the sensing was reprogrammed a few weeks ago due to small r-waves from the patient. The healthcare provider was concerned after t-wave oversensing was observed in ventricular events. Technical services (ts) reviewed the device data and confirmed that the t-wave was oversensed on the rv channel as ventricular tachycardia. Ts discussed some programming recommendations to apply. No adverse patient effects were reported. This pacemaker remains in service.